Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided on the attached questionnaire, which indicated that an unapproved lens/cartridge combination was used. Not enough information was provided to conduct a review on the cartridge. The root cause is most likely related to a failure to follow the dfu. The customer used an unapproved lens/cartridge combination. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints for this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgical technician reported that during an intraocular lens (iol) implant procedure, the iol ripped when the surgeon was inserting the iol into the patient's eye. In a follow up, the surgeon reported that during the procedure, there was a rent in the anterior capsule and a vitrectomy was performed prior to placing the iol in the eye. The capsule remained intact so he proceeded to place the iol in the eye. A tear in the optic was noticed while advancing the iol, but he was unable to retract the lens as it was too far out of the cartridge. The surgeon cut the iol and had to enlarge the incision to extract the lens which induced bleeding. The bleeding went posteriorly and an anterior vitrectomy was performed again. The procedure was completed with a backup lens. The surgeon reported that as a result of the first lens, the patient developed secondary glaucoma, increased pressure, significant pain, edema and a posterior vitrectomy as performed following the procedure. The surgeon also reported the patient went to the emergency room to be hydrated the day after surgery. The surgeon indicated the use of an incorrect lens/cartridge combination during the implant procedure.